Event description:
As the diag supreme fixed curved ep diagnostic catheter was removed at the end of the procedure, it was noted that the tip was separated from the rest of the catheter and was only attached by the internal wires. The catheter was removed completely. There was no harm to the patient. This was a reprocessed catheter on its third reprocessing cycle.